Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. After treatment, the patient experienced granuloma, chronic seroma, mesh infection, hernia recurrence, mesh removal, chronic pain, mental anguish and loss of consortium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. After treatment, the patient experienced granuloma, chronic seroma, mesh infection, hernia recurrence, mesh removal, chronic pain, open wound, mental anguish, and abscess. Post-operative patient treatment included revision surgery, excision of foreign body seroma/granuloma containing portion of mesh, wound vac, drainage of seroma, removal of mesh, and repair of hernia with mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after onlay implant, the patient experienced granuloma, chronic seroma, mesh infection, nausea, hernia recurrence, chronic pain, open wound, mental anguish/pain, abscess, fluid collection, hematoma, adhesions, scar tissue, macrophages, foreign body multinucleated giant cells, fibroblasts, collagenous fibrous tissue, abdominal pain, inflammation, nerve entrapment, nerve damage, scarring, mesh failure, permanent impairment, loss of enjoyment of life, defective mesh, and hardened portion of mesh. Post-operative patient treatment included revision surgery, excision of foreign body seroma/granuloma containing portion of mesh, wound vac, drainage of seroma with several percutaneous drains placed, removal of mesh, and repair of hernia with mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after onlay implant, the patient experienced granuloma, chronic seroma, mesh infection, nausea, hernia recurrence, mesh removal, chronic pain, open wound, mental anguish, abscess, and hardened portion of mesh. Post-operative patient treatment included revision surgery, excision of foreign body seroma/granuloma containing portion of mesh, wound vac, drainage of seroma with several percutaneous drains placed, removal of mesh, and repair of hernia with mesh.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (updated ime e2402 to include only "nerve entrapment", added patient codes and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after onlay implant, the patient experienced vomiting, diarrhea, granuloma, chronic seroma, mesh inf ection, nausea, hernia recurrence, chronic pain, open wound, mental anguish/pain, abscess, fluid collection, hematoma, adhesions, scar tissue, foreign body multinucleated giant cells, collagenous fibrous tissue, abdominal pain, inflammation, nerve entrapment, nerve damage, scarring, mesh failure, permanent impairment, loss of enjoyment of life, defective mesh, and hardened portion of mesh. Post-operative patient treatment included CT scan, medication, ultrasound, revision surgery, excision of foreign body seroma/granuloma containing portion of mesh, wound vac, drainage of seroma with several percutaneous drains placed, removal of mesh, and repair of hernia with mesh.